Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable as it would no longer communicate with external devices. A company representative attempted to troubleshoot the issue with a programmer but was unsuccessful. As the result, the patient will undergo surgical intervention to address the issue.